Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dependent patient presented to the emergency room with pre-syncope symptoms. Patient reported a fall few weeks ago. The rv lead showed noise events and loss of capture. Pauses of several seconds due to noise oversensing were observed. Device was reprogrammed and the patient was admitted for lead revision. The lead slack looked very tight on diagnostic imaging. Lead was explanted and replaced. The helix was stretched a little and was due to explant tug on the lead by the physician. Patient¿s condition was fine post-procedure.